Event description:
It was reported that during use the atrial lead exhibited gradual decrease of impedence. It was also reported that the atrial lead exhibited low and varying impedance, and noise recorded with oversensing. There were no clear insulation breaks on x-ray. Re-program of settings performed and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.